Manufacturer narrative:
Block b3 (date of event): date of event was approximated to (B)(6)2021 as no event date was reported. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6 (device codes): device problem code a0501 captures the reportable event of internal bolster detached. Device problem code a010402 captures the reportable event of internal bolster migration. Block h10: an endovive securi t replacement bolster was returned. The internal bolster was detached. The distal end of the catheter presents evidence of adhesion traces indicating that the internal bolster was attached to the device originally. Therefore, the reported complaint is confirmed. Based on the condition of the returned device, engineers determined that the problem observed is most likely due to the condition in which the device was subjected could cause the internal bolster to detach. The evidence of traces of adhesion indicates that the internal bolster was attached initially. Without the internal bolster, the device loses its functionality and this could cause the migration. Boston scientific has determined the most probable cause of this complaint is adverse event related to procedure. It is most likely that the adverse event occurred during the procedure and the device had no influence on event which led to the reported event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an endovive securi-t replacement bolster was used during a gastrostomy replacement procedure. The procedure date is unknown. It was observed three months after placement that the endovive securi-t device had migrated. When checked the internal bolster had detached. A new endovive securi-t replacement bolster was placed. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an endovive securi-t replacement bolster was used during a gastrostomy replacement procedure. The procedure date is unknown. It was observed three months after placement that the endovive securi-t device had migrated. When checked the internal bolster had detached. A new endovive securi-t replacement bolster was placed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.